Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date involving a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch, and it was reported that the device found with black specks in the drip chamber. There was no reported patient involvement, and no reported harm.